Event description:
It was reported that the lead was capped due to impedance issues with high pace greater than 2000 ohms. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)